Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed and the exposed soft cannula was not observed to be bent or kinked. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure to deliver insulin. Inspection of the hard cannula found no damages or deficiencies that would contribute to pain during insertion. The exact cause of the reported pain during insertion event could not be determined, and no problem was found regarding the reported cannula bent/kinked event.

Event description:
The patient's mother reported the patient's blood glucose level rose to 18.8 mmol/l (338.4 mg/dl) while wearing the pod between 4 and 24 hours. Patient felt pain during insertion and when removed from the infusion site (back), the pod's cannula was found bent. As treatment, a pen correction was administered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.